Manufacturer narrative:
Per further engineering review of the complaint history, there was only one other complaint that reported a broken perc pin tip. That site was same as the site reported on this MDR which suggests that these complaints of broken perc pin tips may potentially be related to surgical technique. However, since parts were disposed of and not returned for evaluation, the true root cause was unable to be determined. There was no new safety hazard or significant trend identified. Based on this investigation, no additional action was recommended.

Manufacturer narrative:
(B)(4). Return requested for tap cross pin tap. Medtronic investigation of suspect tap cross pin tap, returned on 12/02/2015, finds it to be in good condition with no damage or excessive wear. The mating percutaneous pin slides into the tap normally. The guide pin on the side of the percutaneous pin does not come into contact with the cap when impacted. No problem found. Device found to be fully functional. Return requested for 2 slap hammers. Medtronic investigation of 2 suspect slap hammers, returned on 12/02/2015, finds that both devices are in good condition with no damage or excessive wear. The mating percutaneous pin slides into the pin end sleeves normally. The guide pins on the side of the percutaneous pins does not come into contact with the sleeve edges when impacted. No problem found on either of the slap hammers. Devices found to be fully functional. On 12/07/2015 a medtronic representative, following-up at the site, reported that no extra bone or tissue was removed to retrieve the pin. My understanding of what actually happened was one of the small pegs on the side of the pin sheered off while they were using the slap hammer to remove the pin. They were unable to find the broken piece. The piece was never found. On 12/17/2015 another medtronic representative, clinical specialist, reported that to his knowledge, the site disposed of the pin in question. All information and pieces of the percutaneous pin in question are unavailable. Return requested for percutaneous pin. No parts have been received by manufacturer for analysis.

Event description:
A site representative, ortho coordinator, reported that while in a spine procedure, the 100mm percutaneous pin tip sheared off in the patient. This was noticed at the end of the procedure and caused a small delay as they removed the tip. An x-ray was taken at the end of the procedure and no tip was found. The ortho coordinator reported that the patient is fine. Delay in therapy was estimated at less than one hour.